Event description:
It was reported that a malfunction alarm occurred on a pump. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer decided to use multiple daily injections (mdi) as a backup therapy.